Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 1990. Subsequently, the patient was revised on (B)(6) 1997 and (B)(6) 2005 due to poly wear. A further revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 1990. Subsequently, the patient was revised on (B)(6) 1997 and (B)(6) 2005 due to poly wear. Patient was further revised on (B)(6) 2015 due to poly wear. A custom liner was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.